Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2008, patient underwent an anterior cervical discectomy fusion surgery at c6-c7. During the surgery, rhbmp-2/acs was implanted in the patient. Reportedly, post-op, patient complained of upper back and neck pain and discomfort with swallowing. Patient has lost flexibility and has headaches, vertigo, and neck and arm pain. Patient has an increased fear of cancer.